Event description:
It was reported by the patient that there was undersensing on the leads and that the device sent the patient's heart into tachycardia. No further patient complications have been reported as a result of this event. The device and leads were removed and not replaced.

Event description:
It was reported by the patient that there was undersensing on the leads and that the device sent the patient's heart into tachycardia. It was further reported that a combination of diminished p waves and rate drop response led to undersensing and triggering of the rate drop response algorithm. No further patient complications have been reported as a result of this event. The device and leads were removed and not replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and not analyzed as it met expected longevity. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device was not possible as it was returned to the patient. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and not analyzed as it met expected longevity.